Manufacturer narrative:
Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube) and cracked case at reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment's edge was cracked. Customer had to adjust the reservoir for it to stay in. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.